Event description:
It was reported that during a procedure conducted at the healthcare facility the stryker nav3i software closed unexpectedly, and the use of navigation was aborted. No impact to the patient, adverse consequences, delays, or medical interventions were reported with this event. The procedure was completed successfully without the use of navigation.

Manufacturer narrative:
The reported event of an unconventional restart during navigation and no tool recovery after restart can be confirmed based on device evaluation. A unknown state of the software could cause or contribute the reported event.

Event description:
It was reported that during a procedure conducted at the healthcare facility the stryker nav3i software closed unexpectedly, and the use of navigation was aborted. No impact to the patient, adverse consequences, delays, or medical interventions were reported with this event. The procedure was completed successfully without the use of navigation.